Event description:
The reporter stated that the inner packaging had a liquid leak visible. The outer package was not opened. The product was removed from the hospital's inventory by an integra sales representative at the time the leak was observed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.